Event description:
The pt was bilaterally implanted with smooth low bleed gel-filled mammary prosthesis on 2/1/87. Subsequently, the pt experienced bilateral pain. The devices were removed on 12/9/98.